Event description:
It was reported via repair work order that the zoom drive was intermittent. However, the unit was still mobile in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.